Event description:
It was reported that the programmer generated a "serious programmer problem" error. The power was recycled and normal reboot occurred, but the error recurred later in the same day. Once rebooted, the programmer shut itself off twice. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to duplicate the reported event, however the error was confirmed in the error log. As a result the link electronic module (lem) circuit board was replaced and calibrated as a preventive measure. It was also noted that the electrocardiogram (ECG) connector was loose on the lem board, the tabs were broken on the power cord bay door, and the left keyboard hinge was broken. (B)(4).